Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The device involved in the incident has been returned to the MFR for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2013, a male patient of unknown age presented for an microwave ablation procedure of the liver. The treating physician ablated the liver tissue up to three times with the same microwave ablation device, during which the patient was under full anesthesia. Once track ablation had been conducted and the device was withdrawn from the patient, the treating physician noted the ceramic tip of the microwave ablation device had become partially dislodged from the metal shaft. There was no indication that any piece of the applicator was left in the patient. There was no report of harm or injury to the patient due to this event. It was reported the device is available for return to the MFR for evaluation.